Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Date of removal updated to (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 2, 2023 indicated that date of event was on nov 29, 2022. Per medical device reporting patient underwent bilateral replacements as follow; left product code 3502300; lot/serial number (B)(6), right product code 3502300; lot/serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old caucasian female who underwent a breast augmentation revision with a mentor smooth round moderate profile, 225cc saline breast prosthesis experienced left- sided deflation post procedure. The issue was diagnosed through physical examination. As a result, patient scheduled for replacement with unspecified implant on (B)(6) 2023.